Event description:
It was reported that pump had a usb port that made connecting charger difficult. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined technical services and requested replacement with tslim x2 pump, and no additional information was received regarding further actions or outcome of event.